Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they began chemotherapy and have been experiencing frequent low blood glucose. The customer had to call the paramedics on (B)(6) 2017 due to extreme low blood glucose. The customer had reduced the amount of basal and suspended the insulin pump but they still got low blood glucose of 31 mg/dl. The emergency medical service's meter had read a blood glucose level of 20 mg/dl. The customer was treated with food and glucose tablets. The insulin pump passed the displacement pump. The insulin pump had also been dropped and the screen was cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis.